Event description:
It was reported that the patient presented for an atrial leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited loss of capture. The physician repositioned the lp multiple times but continued to see loss of capture. The physician decided to implant the lp anyway. The device was interrogated the next day post implant and there was still no capture. No additional intervention was performed. There were no patient consequences.